Manufacturer narrative:
Hospital staff is aware of the fact that a loaded rack is heavy and cannot be handled by one person alone. Staff had been instructed that loaded racks should always be handled by two people. The incident could have been avoided if staff had followed instructions.

Event description:
A loaded rack was unloaded from a washer in the hospital cssd by a single operator. The operator suffered a shoulder injury and will not be returning to work until october based on the doctor's advice.